Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (unk lot number and expiration date).

Event description:
Rptr alleged obtaining a discrepant blood glucose result of 463 mg/dl on advantage system 1 compared back to back with a result of 126 mg/dl on advantage system 2 when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.